Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jun-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to the station being auto rebooted. A technical support specialist attached a knowledge article (B)(4), generated a report on remote support service (rss) for the status reboot list for all stations, verified with the name of the report as requested and disabled the auto-reboot setting to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had auto-reboot. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.